Event description:
It was reported that the right ventricular (rv) lead experienced high threshold and high impedance. A possible fracture is suspected. The physician elected to increase the output currently and monitor the patient. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated, and the impedance on therv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted the rv pacing impedance measured 3382 ohms. This was the last measurement in a gradually rising trend starting with 855 ohms. The rv capture threshold has risen from 1.0 volts to greater than 2.5 volts. The rv capture threshold has measured greater than 2.5 volts consistently.